Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery. Greater that 4000 on all.  Lead was switched in the battery port, which yielded did the same result. This was during a battery change, her old battery was completely depleted, so rep was unable to check impedances before the surgery. Also, only one lead had the high impedances. The other one was fine. The surgeon did not want to change the lead or replace anything. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-aug-2022, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 02-oct-2022, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.